Event description:
It was reported in clinic notes dated (B)(6) 2012 and received on (B)(6) 2012, that the father of a vns patient noticed the patient began to have some night time seizures that the patient did not experience previously. The physician adjusted the patient's dosage of clonazepam to 0.75 mg tid in order to gain better seizure control and muscle relaxation. The output current was increased to 3.0 ma and magnet output current 3.25 ma. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.